Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to high blood glucose of 540mg/dl. The customer mentioned that she attempted to bolus, but the insulin pump alarmed motor error. The caller stated that around lunch the sensor was alerting her that the sensor glucose reading was low, it kept alarming and she turned off. The customer did a bolus and her glucose level returned to normal. Then the caller changed the infusion set when she got home in the morning. Troubleshooting was performed, and no damage to the drive support cap noted. However, the customer stated that the device has been dropped lately. Assisted the caller to run the displacement and self test and passed. No further information was provided.